Event description:
The customer's dad initially reported that the customer experienced itching of the skin due to the temperature gauge of the transmitter. The transmitter was returned and upon investigation a broken or cracked/fractured housing, near battery compartment was observed. In addition, the transmitter failed the leak testing. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is the final report. The returned transmitter ((B) (4)) was visually inspected and confirmed to have a broken or cracked/fractured housing, near battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.